Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that the initial elevated calcium_2 (ca_2) results obtained on multiple patient samples on an atellica ch 930 analyzer were questioned by the physician(s) when reported. Siemens is evaluating the event.

Event description:
The customer reported that the initial elevated calcium_2 (ca_2) results obtained on multiple patient samples on an atellica ch 930 analyzer were questioned by the physician(s) when reported. The samples were reprocessed on an alternate atellica ch 930 analyzer. No corrected reports were issued. The customer did not provide the patient sample data. There are no known reports of patient intervention or adverse health consequences due to the event. .

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00233 on 11-sep-2025. Additional information (17-sep-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer, and the available instrument data files. Quality control (qc) recovered outside the customer's acceptable ranges when ran with a specific lot calibration, and the qc recovered within the customer's acceptable ranges when ran with other calibrations. Siemens reviewed the calibration data and found that the affected lot calibration showed a significantly lower calibration coefficient and average signal responses than other calibrations performed using the same reagent and calibrator lots, which indicated that any samples processed using the affected lot calibration show elevated calcium_2 (ca_2) results. Siemens evaluated the event and determined that the anomaly with the specific lot calibration potentially contributed to the reported event. The cause of the anomaly with the lot calibration is unknown. The customer resolved the event by recalibrating. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.